Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had buttons unresponsive on the insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they had frequently no or intermittent response by button press (menu button). The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.